Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the components being assembled incorrectly. An internal investigation was opened to determine the exact root cause. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection related to separated components during the manufacturing process and final physical inspections. The batch record fa24k05015 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: clinical quality specialist reported: yesterday in cticu we discovered an error with an ivenix IV blood administration set, ref set-00414-1 lot fa24k05015. The primary and secondary lines were backwards. The erroneous tubing has the blood filter on the primary side and the non-filter on the secondary side. The correct tubing set up has the blood filter tubing on the secondary line and the non-filtered tubing on the primary line. This set up is what the nurses have been trained on with the new infusion pumps and how the pumps are set to administer blood. We are going through our supply rooms in critical care checking all blood tubing. We have not yet found another erroneous set, even in packaging with the same lot number. This mix up has the potential for patient harm due to the way the infusion pump is set to recognize blood running in the secondary line. A preliminary review identified the following issue: blood administration set filter misassembly an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.